Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies, with glucose rising from approximately 160 mg/dl to over 400 mg/dl and remaining elevated for about 1.5 hours; no alarms occurred, and the user did not use backup therapy or perform ketone testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on blood glucose with no medical intervention or hospitalization, and glucose subsequently trended down after troubleshooting. Investigation included remote troubleshooting and education, including disconnecting from the site, priming the tubing with visible drops at the connector, replacing the infusion set and filling the cannula, and resuming insulin delivery. Investigation of this case revealed that the hyperglycemia resolved after set replacement and cannula fill, suggesting an infusion set or site issue, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.